Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Pqe was able to successfully receive high/low glucose alarms on android/fsll version 2.8.2.931813. Pqe did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms after 1 day of use. As a result, customer experienced, loss of consciousness and low blood sugar. Customer self-treated with glucose and carbohydrates and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned yet. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and sensor kits were reviewed and the dhrs showed the freestyle libre sensor and sensor kits passed all tests prior to release. An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink app. Successfully received high/low glucose alarms on android/fsll version 2.8.2.931813. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an alarm issue was reported with the adc device in use with samsung a22, os version 13, app version 2829318. Customer experienced a signal loss and was unable to receive glucose alarms after 1 day of use. As a result, customer experienced, loss of consciousness and low blood sugar. Customer self-treated with glucose and carbohydrates and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.